Event description:
It was reported that when powered on, the programmer displayed an error message. The programmer was power cycled, but the error did not clear. Technical support (ts) stated to try the service disk and if that does not work, return the programmer for repair. The programmer has now been returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of an error message generated at start-up and the broken standoff between the media processing unit and the link electronic module printed circuit board assemblies was replaced, as the loose connection resulted from the broken standoff. The damaged power cord bay was also replaced. F(B)(4).